Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon withdrawal resistance, balloon rupture, a shaft fracture and surgery occurred. The 85% stenosed lesion being treated was located in the severely calcified, mildly tortuous mid left anterior descending (lad) artery. The physician deployed the 2.50x20mm taxus express2 drug eluting stent, but was unable to fully expand the stent and stent delivery balloon. The stent balloon was deflated and the physician attempted to withdrawal the stent delivery system (sds) when the balloon became caught on a stent strut. The balloon shredded and the shaft of the sds catheter got stuck in patient. The physician applied more force to pull the shaft of sds out and the shaft broke. Half of the shaft remained in the patient. The patient was taken for surgery to remove the remaining portion of the sds. Bypass surgery to the lad was performed. The taxus stent remains in the patient. The procedure was not completed due to this event. Patient status reported as "good progress."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.